Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: both reservoirs not occluded. (B)(4).

Event description:
Customer reported via phone call to have problems with the reservoirs. Customer's blood glucose was 407 mg/dl. Device had alarmed multiple no delivery alarms. Customer's blood glucose at time of call was 225 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.